Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used functional endoscopic sinus surgery (fess) procedure. It was reported that there was imprecision. The probe cross-hair was floating above the nose. The site re-registered twice. After the case they attempted to re-register again and said it got worse. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.